Manufacturer narrative:
This event occurred in (B)(6). (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for a total of 21 patient samples tested for 25-hydroxy vitamin d (vitd) and thyrotropin (tsh) on an e170 analyzer. Refer to the attachment for all patient data. The erroneous initial vitd results were reported outside of the laboratory and corrected reports were issued for the repeat results. The erroneous initial tsh results were not reported outside of the laboratory. All vitd samples were repeated on a second analyzer and all tsh samples were repeated on a third analyzer. The patients were not adversely affected. The vitd reagent lot number was 127745 and the tsh reagent lot number was 128649. The vitd and tsh reagent expiration dates were asked for, but not provided. It was stated that the first level of control for vitd was above expected values and that the second level of control was high, but within range, on the morning of (B)(6) 2016. Tsh controls were low for both control levels. The field service representative ran liquid flow cleaning on the analyzer. After the cleaning, controls were found to be ok. No other wrong results were reported from the analyzer. It was suggested that the issue was caused by clots/dirt in the analyzer tubing, sipper probe, or measuring cell and that the issue was solved by the liquid flow cleaning. A specific root cause could not be determined based on the provided information. A contamination of the measuring cell is the most likely root cause. Such contamination is typically caused by pre-analytical sample handling, insoluble material in the sample, or high protein concentrations. The alarm trace showed various sample pipetting alarms for all modules, which indicates an issue with sample quality.